Event description:
It was later reported that the patient continued to report a lack of relief from the pump, that the pump was "no good" and wanted a new pump. The pump was last interrogated on (B)(6) 2013. However, the reporter did not have the full printout from that interrogation to verify device operation. The reporter was to discuss the situation further with the physician. This device continued to deliver fentanyl. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient was having "problems" with the pump. The patient was not receiving any pain relief and had not received pain relief since (B)(6) 2012. The patient stated that the pump was good for about three months and when they drained it to put new fluid in it, right after that was when he started having a problem. The patient was in the doctor's office on the day of the report. The patient's neurosurgeon told the patient "I'm thinking there's another problem with that pump." The neurosurgeon wanted to put the patient back on oral medication instead of having just the pump. The patient was to have the pump filled again on the thursday following the report. The doctor wanted to try refilling the pump with a new supplier of fentanyl instead of the supplier they were using. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).